Event description:
Caller reported a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Caller reset the pump before contacting support, and after the reset, the error code did not appear again. The caller successfully started their sensor session.